Event description:
Customer reported issues with charging port of the pump, which was not reading the charging cord. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.